Event description:
It was reported that during sigmoid colectomy procedure, the device was not firing correctly. It got stuck and would not release. It is unknown how it was removed off the tissue. It is unknown how the procedure was completed. No there no patient impact reported.

Manufacturer narrative:
(B)(4). (B)(4). The analysis results found that one ec60 device was received instead of an ec45. The device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event described could not be confirmed as the device opened without any difficulties noted. A batch record review was performed and no anomalies related to the event description were found during the manufacturing process.